Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the o-ring is missing from the lid of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not returned by customer.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the o-ring is missing from the lid of the aseptic housing which can cause housing to open up and expose the non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.